Manufacturer narrative:
The UDI for the devices is unavailable as the lot numbers were not provided.

Event description:
It was reported to gore via the (B)(6) that on an unknown date in 2015 a patient underwent urgent endovascular treatment of a symptomatic chronic dissection in zone 3, which extended to zone 10. The tevar indication was for pain and malperfusion. Preoperatively, the patient was reported to suffer from renal ischemia. The primary entry tear was located in zone 4 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu404020 and tgu343420) were implanted, within zones 4 and 3, with coverage extending to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 41mm, in zone 4. Additionally, a branch procedure involving the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) was performed. Post branch treatment all were reported to be patent with no coverage of the left subclavian artery (lsa).no post-operative complications were reported. The patient had a spinal drain placed, received transfusion of 7 unit packed red blood cells and was transferred to the intensive care unit. The patient was discharged to home on post-operative day (pod) 6. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown pod(s): 42, 511, and 665. On an unknown date, approximately pod 42, follow up imaging reported the aortic diameter within the treated aorta, evg measured 45mm. On an unknown date, approximately pod 544, follow up imaging reported the aortic diameter within the treated aorta, evg measured 38mm. On an unknown date, approximately pod 665, follow up imaging reported the aortic diameter within the treated aorta, evg measured 45mm. There were no additional procedures or complications reported for the patient.

Manufacturer narrative:
Additional manufacturer narrative/corrected data - please note that upon review of the file, this event has already been reported under medwatch # 2017233-2018-00464. Therefore, this medwatch was created and submitted in error.